Event description:
The hospital reported that upon opening the vasoview hemopro 2 for an endoscopic vein harvesting procedure it was observed that the wire was completely lifted off the jaw of the device. The device was not used on the patient. A new kit was opened for the case.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 09/19/2022. An investigation was conducted on 10/04/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was returned inside the plastic protective carrier, with no plastic covering around the plastic carrier. Only the harvesting device was returned for evaluation. The heater wire was observed to be completely flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaw was observed to be intact, with no visual defects observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000253209 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.